Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 32098. The usm was also tested on a patient fixture test platform (pftp) where it failed the direction test. Additional troubleshooting was performed with a golden axes controller motor (acm) installed to verify the failure. No signs of damage were seen during visual inspection. The root cause was attributed to a defective component. The acm component caused errors and usm failures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the recoverable fault on universal surgical manipulator (usm) 1 and verify the fault in the system logs. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, universal surgical manipulator (usm) 1 had a 32100 fault. The customer power cycled the system, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the presence of error 32100 in the system logs pointing to an issue with the axes controller motor (acm) board in usm 1. The site disabled usm 1 and proceeded with the case. There were no reports of patient injury. Isi performed follow-up and obtained the following additional information regarding this event: the system powered on without errors and no other checks had been performed prior to starting the procedure. The procedure was completed using three usms with no patient harm.